Manufacturer narrative:
Patient age was not provided. Tooth extraction was required. The patient was reported as fine. No medical attention was required. The patient was not complaining of any pain or sensitivity. A device evaluation is expected but has not yet begun.

Event description:
A dentist's office alleged that a channels file broke during a patient's procedure.

Manufacturer narrative:
The returned product was evaluated yielding results within specifications.